Manufacturer narrative:
Customer service had the customer reset her breast pump to correct the power issue and it did not resolve the issue. The customer contacted medela customer service on (B)(6) 2020 and was still having issues with her pump randomly powering off. On (B)(6) 2020, the customer called customer service to report a delay in shipping of her replacement pump. She then alleged she had mastitis 2 weeks ago when she noticed the suction was lower and she urgently needs a pump. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2020, the customer indicated that she developed mastitis on (B)(6) 2020 and was prescribed an antibiotic, which she just finished. She indicated that the replacement pump was working without issue and her mastitis was resolved. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2020, the customer alleged to medela llc that her freestyle flex breast pump is randomly shutting off and she is experiencing low suction.